Event description:
Severe burns, redness, blisters from use of icy hot heat therapy air activated heat patch for backs. Used this product and found out after the fact that there was a voluntary recall on this product. With the extent of the burns received, this product should be a mandatory recall not a voluntary one. Dose or amount: 1 patch, frequency: one time use. Dates of use: 2008. Diagnosis or reason for use: sore back muscle. Event abated after use stopped or dose reduced? Yes.